Manufacturer narrative:
H3: the solitaire fr 6-30 stent device was returned for analysis. The reported rebar 27 catheter was not returned with the solitaire stent. The solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length struts were in good condition, while the non-working length struts were damaged at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. The solitaire fr 6-30 stent device was pushed out of the introducer sheath without issues. Due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ report was confirmed, as the teardrop struts of the returned solitaire fr 6-30 stent device were found to be damaged. The damage likely occurred when the customer attempted to advance or retrieve the solitaire fr 6-30 stent device through the reported rebar 27 catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged catheter, the user not maintaining the correct flush rate, rhv loosening during delivery, or a lack of continuous flush with saline/heparinized saline during the procedure. In this instance, the customer reported that the vessel's tortuosity was moderate. The reported rebar 27 catheter is compatible with the solitaire fr 6-30 stent device, as it has a labeled inner diameter (ID) of 0.027 inches. A catheter flush was administered, ruling out vessel tortuosity, an incompatible catheter, and a lack of continuous flush with saline/heparinized saline during the procedure as potential causes. Thus, a damaged catheter, the user not maintaining the correct flush rate, or rhv loosening during delivery, may have contributed to the resistance failure. Since the reported rebar 27 catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the resistance was at the distal end of the catheter. The catheter flush was administered per IFU during the procedure. There was no kink or damage on the catheter or solitaire pushwire. Of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. The rhv was secured during delivery. The cause of the resistance was not determined.

Event description:
Medtronic received a report that a solitaire fr thrombectomy stent was introduced through a y-valve into the rebar-27 microcatheter, ready for delivery to the thrombus site. When the stent reached the distal end of the microcatheter, the stent met resistance and could not be advanced out despite repeated adjustments. It was also noted that the resistance was in the sheath. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing an mechanical thrombectomy surgery for treatment of a ischemic stroke in the m1 segment of the middle cerebral artery. It was noted the patient's vessel tortuosity was moderate and the patient's medical history includes hypertension. The patient's baseline modified rankin score (mrs) was 3 and was 1 post-procedure. The national institutes of health stroke scale (nihss) score improved , decreasing from baseline score of 15 to 5 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 3 at baseline to 5 post-procedure. Intravenous tissue plasminogen activator (IV tpa) was contraindicated in this case. The procedure involved two passes with the device. The stroke onset to reperfusion time was 10 hours. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: rebar-27 microcatheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.